Event description:
It was reported that after the pain pump had been placed on the pt, the bladder which holds the medication began leaking. It is unk if the pump was replaced with another functioning pump.

Manufacturer narrative:
The device was discarded by the account and the contact was unable to provide lot number info on the discarded unit.